Manufacturer narrative:
1. The customer returned 3 photos, but did not return the defective sample. The photos show that the sku is 383012, the batch code is 4080076, and there is blood oozing from the end of the septum. 2. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batches of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. Conclusion(s): no abnormalities are found in the process and retained sample. The returned photos show blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. On (B)(6), the patient on bed 16 needed to have a cta examination of the pulmonary vein, and the nurse in charge of the patient left a 20g intravenous needle in place. Before the intravenous puncture, she checked that the outer packaging of the needle was well sealed, and no problems were found in the core and tip of the needle, and pulled out the core of the needle after the intravenous puncture was successful, and opened the infusion switch and found that there was a leakage of medication and blood at the tail end of the core of the intravenous needle, and then pulled out the needle after she had explained it to the patient. After explaining to the patient, the intravenous needle was removed and reintubated.